Manufacturer narrative:
The reported complaint of a pump module keypad failure which resulted in an error code 210.6021 was confirmed during testing. The reported error is the result of fluid contamination in the ¿restart¿ switch. Inspection of the returned pump module door with keypad found evidence of contamination on the flex cable. Asm testing performed found all keys functioning, however during testing the pcu alarmed displaying error code 210.6021. Intermittent resistance was measured on the ¿restart switch in both the open and closed state. Further inspection of the keypad found contamination at the ¿restart¿ switch dome contact point on the flex traces. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: CAPA (B)(4). The customer stated that there was no patient involvement.

Event description:
It was reported from the critical care that a keypad failure occurred with a lvp (large volume pump) unit and error code 210.6021 populated. The device will be returned for investigation.